Event description:
It was reported that during an implant procedure the physician could not feed the stylet through the lead. The stylets were bending at the entry point. The lead was not implanted, and a different lead was used. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the lead model 3778-60, lot v878710024 found foreign material blocking stylet insertion. Suspected body fluid was observed between the #4 and #5 connectors inside of the stylet coil, prohibiting stylet insertion.